Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised chair pulls to left. Dealer advised set the motor balance and now the chair is fine.